Manufacturer narrative:
It has been decided that the medwatch report for this event sent on february 26, 2018, be retracted. Reason: the gore® tag® conformable thoracic stent grafts with active control system tgm262610e/unk and tgm312610e/unk in the reported event is not commercially available in the us and is therefore not reportable in the USA.

Manufacturer narrative:
UDI for gore® tag® conformable thoracic stent graft with active control system tgm262610e: unknown. UDI for gore® tag® conformable thoracic stent graft with active control system tgm312610e: unknown. A review of the manufacturing records could not be performed as the lot numbers were not available. (B)(4).

Event description:
The following was reported to gore: on (B)(6) 2018, this patient underwent endovascular treatment for a mycotic aneurysm of the thoraco-abdominal aorta and was treated with two gore® tag® conformable thoracic stent grafts with active control system. Prior to the implant, the physician performed visceral debranching of the superior mesenteric artery and both renal arteries. Additionally, the celiac trunk was coil embolized as it was severely stenosed. Subsequently, the first tgm312610e endoprosthesis was implanted proximally and extended distally with a tgm262610e component. Final angiography imaging showed correct position of the endoprostheses. However, during the following post-operative hours, the patient began to suffer from multi-organ failure and expired on (B)(6) 2018. Reportedly, the patient¿s death was assumed by the physician to be linked to potential gastric ischemia.